Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. All buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the buttons of the customer's insulin pump were unresponsive. His blood glucose was 279 mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.